Event description:
The customer reported that the device has a power supply failure. Further information was provided that the power supply was normal, but the device could not turn on. There was no patient involvement reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device has a power supply failure. There was no patient involvement reported.